Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace at on the keypad assembly. No unexpected failed battery test or battery failed alarms noted during testing. Device was received with serial number label faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 208 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump, but self-tested and failed during self-test. The insulin pump will be returned for analysis.